Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked inside the protective bag. The blue cap was closed. This was observed when unboxing the transport box, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10. H4: the lot was manufactured between july 7, 2023 and july 11, 2023. H10: the device was received for evaluation. A visual inspection was performed and observed fluid inside a bag that contained the unit, which suggests a leak may have occurred. Further inspection revealed that the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the condition was determined to be the presence of extra solvent; which caused melting of the tubing during manufacturing. The melting likely decreased the integrity of the tubing and caused breakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.